Event description:
Boston scientific received information that during post device change out, this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead system exhibited high, out of range pacing impedance measurement greater than 2,000 ohms. The previous system was programmed vvir as patient was in chronic atrial fibrillation (af). This new system was programmed the same. Boston scientific technical services (ts) discussed that if there was an ra lead problem, device programming of vvir should not be affected. Field representative discussed with the physician about the ra lead and md thought that lead was known to have a problem some time. Additional information received indicated that the physician thinks the ra lead was fractured and left the system programmed vvir. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.